Event description:
Pt receiving continuous infusion over 11 hours via baxter 6060. Pt called office to report air-in-line alarm. When pt opened bag, found that IV tubing spike had broken off in spike port of medication bag.